Manufacturer narrative:
The event occurred in (B)(6). Device was not returned.

Event description:
Caller states the patient tested 4.3 inr on the coaguchek xs pro system while a comparison lab returned as 2.5 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.